Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was told by the customer that they were unable to change any settings on the ventilator. The fsr found the panel lock was not on. The fsr restarted the ventilator several times but the touch panel would not accept any changes. The fsr replaced the user interface model (uim) and performed the operational verification procedure (ovp) in order to resolve the customer's reported issue. The unit meets manufacturer specifications.

Event description:
The customer reported that the touch screen on the ventilator was not responding and was freezing up, while in use on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. There was no harm associated with this reported issue.